Event description:
Additional information received from the healthcare provider (hcp) reported that the urinary tract infection (uti) was not related to the device. The patient had incomplete bladder emptying and atrophic vaginitis that increased their risk for uti.

Event description:
Information was received from a health care provider and a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor on (B)(6) 2015. It was reported that the patient had more pain with it than she thought she would and that it was a bit more painful than the last one. She had a lot of bruising and the swelling had gone down. The patient was feeling a lot better at the time of the report, doing good, and she hadn't had any incidents or anything. She hadn't really played with it and hadn't felt the need to and knew how to work the patient programmer. The patient went to an event about a week prior to the time of the report and took some imodium because she did have the idea of (pee). She had some issues that morning before she left and was wondering if it would be okay to continue doing "stuff like that." The patient was redirected to her health care provider. Additional information was received from the health care provider on (B)(6) 2016. The patient had reported sharp vaginal pain (rated as a 4) related to the device. The pain was described as pressure. Program settings were adjusted in office; however there was no resolution of the sharp pelvic pain with adjusting the device or changing programs. On (B)(6) 2016, the patient reported sharp pain at the location of the device a total of three times since the device was inserted as well as vaginal pain upon standing. The device was turned off before (B)(6) of 2015 and the vaginal pain with standing persisted despite having the device off. The patient denied vaginal pain prior to the device placement. The patient was experiencing symptoms of a urinary tract infection (slight dysuria). The patient has nocturia three times per night with nocturnal enuresis. Urinary urge incontinence during the day; however double voiding was helping to empty more completely. The patient was using 2 pads during the day and 3 pads/depends (at the same time) during the night. The patient had 4 programs with the initial settings as: program 1 (electrodes 0-, +3; pulse amplitude 0.6 volts; pulse width increased to 330 microseconds; stimulation location rectal right), program 2 (electrodes -1, 0-, +3; pulse amplitude 0.9 volts; pulse width 210 microseconds; stimulation location buttocks cheek and rectal right), program 3 (electrodes -2, 0+; pulse amplitude 1.3 volts; pulse width increased to 300 microseconds ( reduced to 210); stimulation location rectal right), and program 4 (electrodes -3, 0+; pulse amplitude 1.4 volts; pulse width increased to 300 microseconds; stimulation location rectal right). At the appointment on (B)(6) 2016, the settings were changed to the following: program 1 (electrodes -2, -1, +3; pulse amplitude 1.1 volts; pulse width 210 microseconds; stimulation location rectal right), program 2 (electrodes -1, 0-, +2; pulse amplitude 1.1 volts; pulse width 210 microseconds; stimulation location rectal right), pro gram 3 (pulse width was reduced to 210 microseconds), and program 4 (electrodes -2, -1, 0+; pulse amplitude 1.3 volts; pulse width 210 microseconds; stimulation location rectal right). All impedances tested within normal limits and the battery was 61-79 months. The patient was to start vaginal estrogen cream for urinary tract infection prevention (to be applied two times per week at bedtime). The device was turned back on today and placed on program 1. The patient was to monitor symptoms of urge incontinence and nocturnal enuresis. Detrol 2 milligram tab at bedtime. If there is no improvement in symptoms, the patient will discuss removal with her physician. The patient feels that the device was causing her vaginal pain and there was no improvement in vaginal pain with turning the device off or with taking antibiotics for urinary tract infection. The patient's medical history includes trying trospium 60 milligrams at bedtime previously and developed urinary retention. She had to go to the emergency department for foley catheter placement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.